Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was an ethicon blake drain used with the j-vac reservoir? No information. Was the drain inspected for possible leakage when issue occurred? No information. Was a cut/hole/ any other damage/ identified on the drain? No information. Were all connections examined to be properly secured/sealed? No information. Was the first drain removed and new drain inserted in the patient surgically? The first drain was not replaced. Was the same (first) j-vac reservoir used after the drain was replaced? The reservoir was replaced. Was a new second reservoir used? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a during a laparoscopic nephrectomy procedure on (B)(6) 2017, the reservoir was attached to drain. The reservoir swelled immediately after the lock of the reservoir was released. Therefore, negative pressure was not generated. Then, the reservoir was replaced. After the reservoir was replaced to new one and connected to the drain, the reservoir worked properly. The first drain was not replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Actual device returned and evaluated. Welding around the ports was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Also y-connector ports and exit port were in were in good condition. No void, hole or channel was found in perimeter sealing and port sealing.